Event description:
The lay user/pt contacted lifescan on june 21, 2007 and alleged that her one touch ultra meter had missing segments, and that her test strips were not drawing in the blood sample. The medical affairs specialist was not able to reach the pt via phone after several attempts. A letter was sent to the address provided. The pt reported that her words were slurring, she was dizzy, and her eye was red. She went to her doctor, because she could not test due to the meter, and strips not working. This happened sometime ago and she discarded the subject meter and test strips. Per the pt, the doctor stated that her blood glucose was very high (no specific results provided). The doctor gave her insulin treatment and another meter. At the time of troubleshooting, the cca verified over the phone the pt's testing technique was correct. Both the alleged issues were not resolved; however, the pt did not have the meter during the call. This complaint is reported, because the pt alleged she could not test due to the meter and test strips "were not working" at the time she was experiencing symptoms. She claimed that she was treated with insulin at the doctor's office. A replacement meter and test strips were sent to the lay user/pt.